Event description:
Vascular intervention case to treat lesions in the sfa and popliteal vessels. During use of the laser fiber, the turbo elite marker band dislodged from the catheter. The physician was able to retrieve the band with a spider filter wire. The patient was discharged per operative plan.

Manufacturer narrative:
UDI# (B)(4). Placeholder.

Manufacturer narrative:
The device involved in this adverse event was returned and evaluated by a cross functional engineering team. The distal marker band was not returned. There was no significant damage to the outer distal tubing. The lhr revealed no issues that are expected to cause separation of the distal band from the catheter.